Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call that the bolus wizard was not providing correct estimation on insulin delivery. Customer's blood glucose was high. Customer's blood glucose was 432 mg/dl. During troubleshooting, found the cannula was bent. Customer was advised the high blood glucose was caused by the infusion set. Customer will not be returning the device for analysis.